Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that it was impossible to take out the screw of the plates. The plates have been retired, but screws still in the bone. This complaint has been reported.